Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
A surgeon reports a pt was overcorrected following an initial conventional myopia with astigmatism treatment and a decrease in bcva following an enhancement procedure. This report is for the right eye, the left eye is being reported under MFR report the # 1061857-2007-00389. Patient records provided indicate this pt was treated for a monovision outcome; the target for the right eye was -1.25 diopter. At 3.5 months post-op, the right eye was overcorrected by .50 diopter and bcva had decreased 1 line form pre-op. A spherical hyperopia enhancement was performed. At 4.5 months post-enhancement, the right eye was undercorrected by .25 diopter and exhibited a decrease of 2 lines bcva compared to the pre-op measurement.